Manufacturer narrative:
Hillrom has requested the sling to be returned for investigation. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer alleged the one of the seams of the sling near the fastening loop had came loose and unstitched. There was no patient involvement reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The initial investigation showed that the binding in the upper right corner had separated from the sling fabric and diagonal strap. The load carrying edge binding and the bartacks on the corner were intact. The sling was replaced for the customer to resolve the issue. The investigation concludes that the outer edge webbing and bartacks were intact and the patient could thereby safely be lowered to a bed or wheelchair. The most likely root cause was determined that the seam allowance was too small, out of specification. The stitch length also seemed to be slightly too long. The inspection of the sling determined that the binding had come loose, but only partially in the corner. If the malfunction were to recur, the patient could safely be lowered to a bed or wheelchair. It was additionally noted that this failure would be easily observed by visual inspection. There was no serious incident reported and should a similar sling malfunction recur the likelihood of serious injury or death to a patient as a result is negligible for the reasons stated above. Therefore, it was determined that this complaint is not reportable.

Event description:
The customer alleged the one of the seams of the sling near the fastening loop had came loose and unstitched. There was no patient involvement reported. This report was filed in our complaint handling system as (B)(4).